Manufacturer narrative:
The e602 module serial number was (B)(6). The e601 module serial number was not provided. The particular patient sample showed false positive results confirmed by nat testing. False reactive results may occur with the elecsys hiv duo assay as the specificity is less than 100%. Product labeling states: "all initially reactive samples should be retested in duplicate with the elecsys hiv duo assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically. Repeatedly reactive samples must be confirmed according to supplementary algorithms. The subresults for either hivagb or ahivb can be used as an aid in the selection of the confirmation algorithm for reactive samples." The investigation did not identify a product problem.

Event description:
The initial reporter questioned positive results for 1 patient tested for elecsys hiv combi pt (hiv combi) and elecsys hiv duo (hiv duo) on a cobas e 602 module and a cobas e 601 module. This medwatch will cover hiv duo. Refer to medwatch with a1 patient identifier (B)(6) for information on the hiv combi results. The initial hiv combi result was 120 coi (positive). The repeat result was 104 coi (positive). On (B)(6) 2026, a new sample was obtained, and the hiv combi result was 140 coi (positive). The customer performed additional hiv testing using autobio point of care testing (poct) chemiluminescence immunoassay (clia) with a result of 0.059 coi (negative) and daan nucleic acid testing (nat) with a result of < 125 copies/ml (negative). One of the samples was recentrifuged and repeated. It is not clear if this was the original sample or the 2nd sample. The hiv combi results were 117 coi (positive) and 103 coi (positive). The hiv duo result was 120 coi (positive). No questionable results were reported outside of the laboratory.